Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found unresponsive by a family member and came to the hospital. Alerts were triggered for noise and non-sustained episodes and numerous short v-v intervals were observed. The patient was reported to have died from a cardiac arrest.